Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 20mm aortic mechanical valve, it was explanted and replaced with a 19mm mechanical valve of a different manufacturer. The reason for the replacement was reported as the valve annulus had blocked the right coronary ostium. The valve annulus was adjusted and still ineffective. It was stated that leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus many times in an attempt to obtain appropriate leaflet motion. It was stated that the physician believes that this was a case of patient prosthesis mismatch. It was reported that there was impingement of one of the valve leaflets which was resolved through removal of the impingement tissue and excising the native valve and replacing the valve with a smaller size of valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual evaluation of the returned device revealed that the valve appeared discolored showing evidence of blood contact. Both leaflets appeared intact. No cracks or fractures were observed. Both leaflets were received in the closed position. The blue actuator was used to test leaflet mobility. The leaflets moved without difficulty. The orifice appeared intact; there was no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact; there was no evidence of damage. The valve was rinsed under tap water and verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring was removed from the orifice. The serial number was confirmed. Updated d9: device available for evaluation? Return date updated h3: device evaluated? Updated h6: fdc, fdm fdr codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.